Event description:
It was reported to philips that the wireless foot switch in pci lab 1 and lab 2 has started to show more often that there is little battery left. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch in pci labs 1 and 2 has started to show more often that there is little battery left. Upon troubleshooting, the fse found that the foot switch had a bad battery. To resolve the issue, the fse replaced the wireless base station, wireless foot switch, and pictogram sheet. The defective wireless base station and wireless foot switch were returned to philips for failure analysis, and the cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis. During the failure analysis of the wireless foot switch, other failures were found; the connector cap and one anti-slip rubber were found to be missing. However, the replacement of the wireless base station and wireless footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a battery issue in the wireless footswitch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged before using it and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed prior to procedure commencement, and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.